Event description:
The customer stated that one patient sample generated an error message of 1079 (invalid test results) which reoccurred with retesting the same sample after dilution 1:10). A result of < 800 miu/ml was generated from the same sample with 1:200 dilution which was repeated at 133952 miu/ml with the same dilution (1:200). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). This MDR is being filed for an international product 7k58-21 that has a similar product distributed in the us (7a59) which was not mentioned in the initial MDR. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. No returned materials were available for the investigation. The control and panel values obtained during the final product release testing were reviewed for the reagent kit in question. The review demonstrated that all control and panel values were within specifications and no adverse trends were observed. The reagent in question is currently designed for use as a reference material (reference material has values are sufficiently homogeneous and well established to be used for the calibration of a device). A review of the internal test data did not reveal any calibration failures due to error code 1079. The internal data reviewed included specific testing to demonstrate the ability of the reagent to accurately detect b-hcg concentrations in diluted serum samples. A review of the stability data illustrated that all controls and assay parameters were within specifications. Based on the evaluation results, no malfunction or product deficiency were identified related to this product. However, the customer was referred to the assay package insert where this issue is discussed and error code of 1079 is expected when the sample is tested neat. The reason behind a flagged result of <800 miu/ml could be sample integrity related.